Event description:
It was reported that the t:slim x2 pump battery would not charge, requiring the caller to hold or strategically position the pump for the connection to be recognized. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement charging cable and wall adapter via two-day shipping and planned to follow up with the customer. If the pump battery depleted before the replacement supplies arrived, the customer was advised to rely on an alternative insulin delivery method. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.